Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the last sensor he took out felt weird and stated it was not a foreign object, but it seemed as if a part of the sensor had been left in his body. Cusotmer stated he was fine as of the date of this report. Customer declined to be transferred for troubleshooting.